Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. Lot number was not provided

Event description:
The patient contacted lfs alleging inaccurate high readings on his verio iq meter. The patient was comparing his verio iq meter to another brand meter. The patient does not know what the readings were on either devices only that his meter was displaying higher results. The patient denied seeking any medical attention or contacting his physician for advice. The product was replaced. At this time there is no evidence that the meter caused or contributed to an adverse event. . There is no indication that the product caused or contributed to an adverse event. However, this complaint is being reported because inaccurate high was not resolved with troubleshooting.